Event description:
A customer reported that ophthalmic surgical knives noted to be dull and did not cut. Procedure details and patient details were not reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This report originally filed as [MDR number (B)(4) from mfg site (B)(4)] the manufacturer internal reference number is: (B)(4).